Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested on generator and was functional. In addition, continuous activation on the min hand activation button was found when it was pressed. The button assembly appears to be making contact with instrument shrouds. This contact is causing friction, preventing the button from returning to its initial position. After compression the button stays compressed due to the shroud contact. There was no error code 5 or solid tone during functional testing. No conclusion can be reached as to what may have caused the button interference.